Manufacturer narrative:
Additional product codes: mnh, mni, nkg. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, one (1) 4.0mm ti curved rod and one (1) 3.5mm ti curved rod was broken during reverse logistics audit of returned devices. There was no patient involvement and no additional information is available. This report involves one (1) 4.0mm ti curved rod 80mm. This is report 1 of 2 for (B)(4).

Event description:
The initial complaint was reviewed and found not reportable. Additional information was received indicating the devices were actually remnants of implants which were cut during the surgery and not broken as originally reported.